Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unusual issue. It was reported that ¿there was a problem with the pump¿. Attempts to reach the reporter for further details and clarification were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation of the device not working per specifications.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: during investigation, the pump was returned with the battery compartment cracked. Additionally, the battery compartment threads were stripped and unable to secure. A battery cap was able to hold for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.